Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio suture capturing device (type unknown) was used within the pelvis for the procedure. The suture broke "cleanly" at the needle. The specific location of the detached needle within the patient was not identified. The physician completed the procedure with this same capio device, with no further complications to the patient. Regarding the patient's post-operative condition, the physician reported that she has "no complaints."

Event description:
It was reported to boston scientific corporation that during a urinary sling (sling type and manufacturer unknown) procedure (procedure date unknown) using a "capio polypropylene 0 blue monofilament nonabsorbable surgical suture...(B)(4)," the needle detached from the suture when the surgeon was anchoring the sling, "forcing the surgeon to leave the [needle] inside the patient." The type of suturing device used with the capio suture was not reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.